Event description:
It was reported that the device displayed cassette not attached. No patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had cracked battery compartment, worn uso (upstream occlusion) seal, scratched lens, and the gasket on the battery door was loose. Performed functional testing. The customer¿s reported problem, cassette not attached, was duplicated through functional testing. The cause is the contaminated downstream occlusion sensor. Replaced the downstream sensor, bezel, and seal to correct the issue. Device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.